Manufacturer narrative:
The manufacturer previously receiving information alleging difficulty breathing, an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging particles in tubing /chamber, the patient also having cough,sinus issues,dizzy,congestion. The medical intervention was not specified. Section b,g, h, are updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall. Notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in device, difficulty breathing. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer previously received information alleging difficulty breathing, an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging particles in tubing /chamber, the patient also having cough, sinus issues, dizzy, congestion. The medical intervention was not specified. Additional information was received about the allegations mud in water tank, particles in airway from device, particles in device, device is overheating and blows out hot air. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the manufacturer. There was one error code found. The third-party service center concludes that there was no visible foam degradation. In box h: device problem code, evaluation method code, evaluation results code, component code and conclusion code grid has been updated. Recall number was updated in this report. In box e: initial reporter details were updated in this report.